Event description:
Per the surgeon's report, this pt developed a skin flap infection several weeks after activation of his cochlear implant. The discharge from the incision cultured pseudomonas, which was treated with IV vancomicin, metronidazole and cefeprin. After 4 days, oral ciproxin was administered. The infection did improve initially, but the incision began discharging again in 2007. The surgeon explanted the device twenty four days later. Reimplantation plans were not reported.